Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, there was some damage noted on the insulation layer of the connector of the right ventricular (rv) lead. Some medical adhesive and a suture sleeve applied to the rv lead to resolve the event and the patient was in stable condition.